Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had a hole in the hose near the muffler, runs in safety and the rotations per minute were below specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was found to have a hole on the hose near muffler, ran in safety, and with r.p.m. Below specifications during pretest. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it ran in safety (power broken), there was a hole on the hose and the rpm¿s were below manufacturing specifications. It was determined that the hole on the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the low rpm¿s was due to worn out vanes due to normal wear over time. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position this is user error. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.